Manufacturer narrative:
Product complaint #: (B)(4). Batch # p58h1p. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, prof. Fired ntlc75 and tried to pull the firing trigger back but it did not come easily. He returned the knob some how but found this device malfunctioning. There were no patient consequences reported.